Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/finally in the process to get mine out, felt like I was in labor by the end of each day so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("foot pain"), osteitis ("inflamation in ribs, inflammation in digestive tract"), gastrointestinal inflammation ("inflamation in ribs, inflammation in digestive tract"), genital haemorrhage ("heavy bleeding"), costochondritis ("costochondritis"), migraine ("migraine") and vertigo ("vertigo"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, osteitis, gastrointestinal inflammation, genital haemorrhage, migraine and vertigo outcome was unknown and the costochondritis had not resolved. The reporter considered costochondritis, gastrointestinal inflammation, genital haemorrhage, migraine, osteitis, pain in extremity, pelvic pain and vertigo to be related to essure. The reporter commented: plaintiff reported that "in the process to get mine out after 2.5 years" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿¿felt like I was in labor by the end of each day so much pain¿, ¿inflammation in ribs¿, ¿inflammation in digestive tract¿, ¿heavy bleeding¿, ¿costochondritis¿ were added. Reporter information were added. On 20-apr-2020: non-significant coding correction. On 23-mar-2020: social media content received event migraine and vertigo and new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/finally in the process to get mine out, felt like I was in labor by the end of each day so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("foot pain"), osteitis ("inflamation in ribs, inflammation in digestive tract"), gastrointestinal inflammation ("inflamation in ribs, inflammation in digestive tract"), genital haemorrhage ("heavy bleeding"), costochondritis ("costochondritis"), migraine ("migraine") and vertigo ("vertigo"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, osteitis, gastrointestinal inflammation, genital haemorrhage, migraine and vertigo outcome was unknown and the costochondritis had not resolved. The reporter considered costochondritis, gastrointestinal inflammation, genital haemorrhage, migraine, osteitis, pain in extremity, pelvic pain and vertigo to be related to essure. The reporter commented: plaintiff reported that "in the process to get mine out after 2.5 years" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/finally in the process to get mine out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("foot pain"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain and pain in extremity outcome was unknown. The reporter considered pain in extremity and pelvic pain to be related to essure. The reporter commented: plaintiff reported that "in the process to get mine out after 2.5 years". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.